Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a hyperglycemic event while being in an active sensor session. The day of the event the patient experienced diabetic ketoacidosis. When the data was checked, the blood glucose (most likely cgm) reading was ¿good¿ until 10:00pm, after which the patient was rushed to the hospital. When a fingerstick was taken at the hospital, the cgm reading was high, and the blood glucose reading was 800 mg/dl. The patient was treated with intravenous fluids with saline and insulin. There was no allegation against an inaccuracy, but at an unknown time during the event, when the cgm display was checked, it stated that ¿pairing was required¿. No information was available regarding the duration of stay at the hospital. At the time of the report the patient was stable, and the blood glucose reading was 200 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and failed. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined due to the investigation could not be performed. No additional patient or event information is available.